Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the loading unit was fully fired. Functionally, the loading unit was loaded into a representative instrument. The interlock was overridden, the loading unit was cycled without hesitation or binding and was applied to test media. The test media was transected but the cut line was not clean. The loading unit interlock was tested and found to function properly. It was reported that the jaws of the device remain closed on tissue and staples were missing from the staple line after firing. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the loading unit had damage to the cutting edge of the knife blade. The product analysis noted evidence that the device was not used as intended. The issue can occur if an obstacle has been incorporated in the jaws during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic-assisted nephroureterectomy procedure, after stapling the renal artery, the surgeon pressed the upper button of the center control button to release the device; there was no problem with the flow up to this point, afterwards, the jaws did not open. The surgeon pressed the upper button again, but the issue remained the same. The jaws were then manually opened with forceps. There were staples left on the cartridge. After the procedure, a reload was fired using the same powered device; the device was fired without a problem. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID: sigphandle sig power sigphandle handle. Product ID: unknown sigpshell sig power sigpshell control shell. Product ID: sigadaptstnd sig power sigadaptstnd linear adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic-assisted nephroureterectomy procedure, after stapling the renal artery, the surgeon pressed the upper button of the center control button to release the device; there was no problem with the flow up to this point, afterwards, the jaws did not open. The surgeon pressed the upper button again, but the issue remained the same. The jaws were then manually opened with forceps. There were staples left on the cartridge. After the procedure, a reload was fired using the same powered device; the device was able to fire and the jaws were able to open without a problem. There was no patient injury.